Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultra2 meter read inaccurately high compared to his feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 740pm. The patient obtained a result of ¿hi mg/dl¿ (over 600 mg/dl) with the subject meter. The patient manages his diabetes with insulin. Based on the alleged result, the patient administered self humalog insulin (16 units). About an hour later, the reporter claimed the patient ¿passed out.¿ emergency medical services (ems) was contacted. The patient obtained a blood glucose result of ¿32 mg/dl¿ with the ems meter. Treatment was not specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because it was claimed the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, reportedly developed a symptom and obtained a blood glucose result with the ems meter suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.